Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an piggy back infusion of 50ml of abraxane was programmed to infuse within 30 minutes however it was noted to be back flowing into the primary bag of ns that was programmed to infuse at kvo at 50ml/hr. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml b. Braun bag ndc (B)(4), lot number j8d045, exp 04/20 0.9% sodium chloride. The customer¿s report of backflow from the secondary to the primary was confirmed. Visual inspection showed no anomalies. Functional testing confirmed backflow, indicating a faulty check valve. Further testing was performed by the manufacturer with passing results. Disassembly of the check valve resulted in normal findings with no particulates or other anomalies noted. The root cause was not identified.

Event description:
The customer reported that a piggy back infusion of 50ml of abraxane was programmed to infuse within 30 minutes however it was noted to be back flowing into the primary bag of ns that was programmed to infuse at kvo at 50ml/hr. There was no patient harm.